Manufacturer narrative:
The t:slim g4 user guide states not to use any other insulin with this system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. Reportedly, the customer uses novolin insulin in their cartridges. Multiple infusion set changes were performed and the occlusion alarms continued. The customer's blood glucose level was 179mg/dl. The customer performed troubleshooting on their own and delivered a correction bolus while disconnected and the occlusion alarm did not reoccur. Reportedly, a supply change was performed to address the occlusion alarms.